Event description:
It was reported, through a post-market clinical follow-up anonymous survey, that with use of the device, there were 2 instances of induration. No medical or surgical intervention was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported was not confirmed and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. D4 is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.